Event description:
The customer called and reported her blood glucose was in the 400 to 499 mg/dl range. She had received incorrect supplies and it was advised she would be sent emergency supplies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.